Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: once IV in place needle would not disengage, attempted multiple times to press white button but needle would not retract. Entire needle and cath had to be removed and finally needle retracted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: once IV in place needle would not disengage, attempted multiple times to press white button but needle would not retract. Entire needle and cath had to be removed and finally needle retracted.